Event description:
The case was a peripheral vascular (pv) renal case. Wire was slightly bent outside the body. Upon placing the balloon the wire broke. The staff was able to finish the case with the wire.